Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, it was found that the connection line was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: anatomy location was in the stomach during a gastrocopy procedure. However, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a gastroscopy procedure performed on (B)(6) 2025. During the procedure, it was found that the connection line was fractured. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on april 7, 2025: it was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2025. After opening the package and before setup, the trip wire was found to be broken. There was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Block b5 (describe event or problem), e1 (initial reporter title, first name, last name, city), h6 (device code) have been updated based on the additional information received on april 7, 2025.